Event description:
Boston scientific received information that this device was explanted for an unknown reason. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Detailed analysis testing was completed and visual observation confirmed an electrical arc mark on the can under the header of the device. Per the memory log file, the device did not declare the elective replacement indicator (eri) when it was explanted. The memory log also showed that the device had recorded a shorted shock lead fault code and tachycardia mode was turned to off mode after the fault code occurred. Based on the time stamps of the weekly averaged daily lead impedance measurement, the time stamp at which the system tachycardia mode was turned off and the time stamp at which the first shock lead fault code was recorded, analysis concluded that the device was explanted on the date the system tachycardia mode was turned off. Analysis noted that prior to this, the device was capable of delivering both bradycardia and tachycardia therapies. Thus, the device could have recorded the shorted shock lead fault code during explanting. Testing confirmed the manual shock lead impedance measurement was below 20 ohms, which indicates a shorted shock lead, whereas the right ventricular pace lead impedance was within the normal range. Testing also confirmed that device could deliver bradycardia therapy as programmed, however it would not be able to deliver tachycardia therapy. Analysis concluded that the shorted shock lead fault was induced by electrical short between the shock lead and the can.